Manufacturer narrative:
Investigation into this complaint included a customer data review, retain / file sample evaluation, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs were valid. A product deficiency could not be identified from this analysis. The assay is performing as expected with correct interpretations. There is no indication that the alinity m hr hpv amp kit (list 09n15-090) lot 385721 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. All sample types tested generated correct results (negative samples/controls were not detected, and positive samples/controls generated expected calls). A product deficiency could not be identified by the file sample evaluation for the alinity m hr hpv assay (list 09n15-090) lot 385721. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed with no error codes presented, no instances of false negatives, and no signs of abnormal curves. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 385721 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 385721 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 385721. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-90) lot 385721 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported 1 false not detected result while using the alinity m high risk (hr) hpv assay. The customer reported that they tested sample ID (sid) (B)(6): three times with the alinity m hr hpv assay. Sample ID: (B)(6), was first tested on (B)(6) 2024, and the result was "not detected." Visual amplification curve inspection showed the presence of "other b" signal. The sample in question was retested on (B)(6) 2024, and the result again was "not detected." A visual pcr curve inspection showed non-sigmoidal behavior for "other b." The sample was retested again on (B)(6) 2024, and the result was detected for the "other hr hpv b" genotype. The "other b" target showed a non-sigmoidal behavior during the early pcr cycles. Sample ID test date: alinity m hr hpv test result: (B)(6), (B)(6) 2024, not detected (B)(6), (B)(6) 2024, not detected (B)(6), (B)(6) 2024, other hr hpv b the result for sample ID: (B)(6),was released from the laboratory on (B)(6) 2024, as "other b" positive. There was no report of impact to patient management.